Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 23mmol/l. Customer current blood glucose level was 20.4mmol/l. Customer was treated with syringes. Troubleshooting was performed based on customer report customer did allege pump was under delivering. Customer reports insulin did not exit at the quick release .the product was not returned for analysis.